Event description:
It was reported that the wire tip broke. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire guidewire was selected for use. During the procedure, there was no problem while using rotablation. However, the physician confirmed that the tip was found broken when observed outside the body. The procedure was completed with another of the same device. No patient complications were reported and there was no patient injury. It was further reported that the separation occurred outside the patient's body and that a kink at the tip occurred during the procedure. It was noted that the wire was detached when cleaning up after the procedure was completed.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire was found broken being the distal end missing. Only a proximal section of 125.66" of guidewire was returned. Media inspection was performed and customer attached pictures of a broken guidewire is consistent with the guidewire returned. Microscopic inspection was performed and guidewire break was confirmed. Type of breakage of the guidewire is consistent with bending. Dimensional inspection of the middle and proximal section outer diameter found the device within specification. The overall length and outer diameter of the distal end were unable to be measured due to returned device condition.

Event description:
It was reported that the wire tip broke. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire guidewire was selected for use. During the procedure, there was no problem while using rotablation. However, the physician confirmed that the tip was found broken when observed outside the body. The procedure was completed with another of the same device. No patient complications were reported and there was no patient injury. It was further reported that the separation occurred outside the patient's body and that a kink at the tip occurred during the procedure. It was noted that the wire was detached when cleaning up after the procedure was completed.

Event description:
It was reported that the wire tip broke. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire guidewire was selected for use. During the procedure, there was no problem while using rotablation. However, the physician confirmed that the tip was found broken when observed outside the body. The procedure was completed with another of the same device. No patient complications were reported and there was no patient injury.